Event description:
It was reported that a clearlink y-type blood/solution set had tubing separated when the blood bag was spiked. The customer reported that this occurred during transfusion. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual, used device was not returned; however, an unused device was received for evaluation. Visual inspection did not identify any defects. Functional, clear passage, and pressure testing were then performed, and the results were satisfactory. The reported condition could not be replicated. A review of the batch record documents was performed on the associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.